Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 17 november 2017. Partial hip revision surgery (cup, head and liner) occurred 4 months after primary total hip arthroplasty in a (B)(6) year-old woman. Radiographic image provided shows a mobilized cup and a fractured acetabular wall. The immediate post-surgical position of the cup cannot be assessed as no x-ray is available. The reason of this failure cannot be determined. Batch review performed on 20 november 2017. Lot 143426: (B)(4) items manufactured and released on 22 july 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient returned to surgeon for a checked up and complained of pain. X-ray revealed a acetabulum fracture. Surgeon performed revision surgery on (B)(6) 2017.